Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported tampons fell apart during use on three occasions and she attempted to remove all pieces. Consumer reports irritated and swollen vagina.